Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station experienced a delay while verifying login, with users reporting it took approximately two minutes to authenticate during daily access. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the touchscreen experienced sensitivity issues and delays in input. A field service engineer (fse) identified that an outdated remote support service (rss) component manager was causing the rss login issue and updated it along with the agent to the latest version. Further investigation revealed slow server communication leading to rss registration failures and delayed user logins. The network speed was adjusted from auto negotiation to 100 mbps half duplex to stabilize connectivity. Hospital information technology (it) was informed, and successful rss device registration and remote login functionality were verified. The system functioned as intended after the field service engineer troubleshot the device.